Event description:
It was reported that noise was observed. Programming changes were recommended. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.